Manufacturer narrative:
H.6. Investigation: customer returned (8) loose 3/10cc syringes. Customer states that the hub comes off syringe with the shield and shields are hard to remove. All returned syringes were examined and one sample was returned with the hub-needle/shield assembly separated from the barrel. No hub assembly separated on any of the remaining syringes. All remaining syringes were tested to determine the shield removal forces. All removal forces fall within specification. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated from device. This occurred on 8 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that hub comes off syringe with shield.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated from device. This occurred on 8 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that hub comes off syringe with shield.